Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in colombia it was reported that patient faced infusion set tape not sticking event on 24-apr-2024. Tape detached while he was sleeping. The blood glucose level was 160 mg/dl. No further information available.